Manufacturer narrative:
During follow-up, the patient said there was no defect or malfunction with the f14 products, and she and her doctor thought they worked fine. Since catheterizing can introduce bacteria into the urethra that can cause infection, her doctor thought she should wait a while until catheterizing again.

Event description:
Intermittent catheter patient (user) said she's had four urinary tract infections (uti's) in the last four months while using the f14 catheters. She didn't say that the catheters were the cause of the uti's, but did say her doctor recommended she stop catheterizing for a while. During follow-up, the patient said the first uti happened on (B)(6) 2020, the next one in the middle of (B)(6), the next one in the middle of (B)(6), and the last one in early (B)(6). She was prescribed an antibiotic each time she got a uti and recovered completely from the infection, only to acquire another one a week or few weeks later. Since finishing the last course of antibiotics (cipro) for the last uti she acquired in early (B)(6), she has had no problems and no other infections have occurred.